Manufacturer narrative:
Citation: jiro esaki, md, phd. Clinical outcomes of the david v valve-sparing root replacement compared with bioprosthetic valve-con duits for aortic root aneurysms. Ann thorac surg, publish date 2017; volume 103(6): pages 1824-1832: doi 10.1016/j.athoracsur.2016.09.055 the earliest date of publication was used for the event date for this literature article. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of valve-sparing root replacement (vsrr) compared with those of conventional root replacement with the use of a bioprosthetic valve-conduits for aortic root aneurysms. This study compared the operative and midterm results. All data was collected from a single center between the years of 2002 to 2015. The study included 707 patients, predominantly male with a mean age of 53 years old. A total of 425 patient were implanted with a bioprosthetic valve-conduit of multiple manufacturers. A total of 111 of the 425 patients were implanted with a medtronic freestyle or mosaic device, serial numbers were not provided. Among all patients adverse events included: bleeding, prolonged ventilator, intra-aortic balloon pump placement, renal failure, transient ischemic attack (tia), stroke, permanent pacemaker implant, and deep sternal infection. Based on the available information, these events may have been attributed to a medtronic product.